Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing shortly after implant which resulted in the disabling of the smart pass feature and recording of an untreated episode. The patient was seen in-clinic and sent for a chest x-ray, which was unremarkable per the field. Therapies were disabled pending technical services (ts) review, and evidence suggests the patient was hospitalized in the meantime. Ts reviewed available device data, noting the situation is similar to possible air entrapment. Troubleshooting steps were discussed, and no further assistance was required. No other adverse patient effects were reported. This device remains in service.